Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead." Also alleges patient "experienced inappropriate and/or excessive shocking, or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead" and "died as a direct and proximate result of defects" in lead. Review of manufacturer's database verified patient death. No allegation from a health care professional that the death was device related. Cause of death researched and not received.

Manufacturer narrative:
The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.